Event description:
Needle was removed by operation [medical device complication]. Case description: this spontaneous case reported by a consumer, received from denmark reported as "needle was removed by operation", concerns a male pt treated with novofine 30 g (device therapy) from an unk date and ongoing for diabetes mellitus type 1. In 2007, the pt injected his mixtard 20. After counting to ten he wanted to pull the needle out. However, the needle broke off and remained in his thigh. The pt was sent to the ER clinic and an x-ray was performed. Afterwards the pt was sent home. Four days later, the pt was advised to keep the needle under the skin by doctor. However, the pt's mother was unsatisfied and contacted a different hospital. One week later, the needle was removed surgically. It is reported that the pt has recovered completely. Reporter's causality: unk; novo nordisk's causality: reportable.